Event description:
A trilogy100 ventilator, u.s.a. Was returned to a third-party service center for routine preventative maintenance. There was no allegation of device malfunction, and the device was not reported to have been in patient use.during evaluation at the third-party service center, an error code indicating a permanent failure of the internal li-ion battery was observed. The evaluation did not identify a specific component malfunction requiring replacement to restore device functionality. No root cause was established. No repair was performed, and the device will be scrapped at the customer's request.a visual inspection found no evidence of foam degradation, and no foam particles were observed during the evaluation.

Manufacturer narrative:
The reported failure of the internal li-ion battery is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.the device mentioned in this complaint has exceeded its useful life per the applicable IFU.